Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 6943-65 lead, implanted: (B)(6) 2002, product. Event summary: the proximal segment of the lead was returned, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Event description:
It was reported that the patient went into ventricular fibrillation (vf) and the first shock delivered by the right ventricular (rv) leads did not convert the vf and the second shock delivered was inappropriate. The vf then spontaneously converted to sinus rhythm and an x-ray indicated a lead fracture and stretched out coil on the subcutaneous rv lead. Both the rv lead and subcutaneous rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.